Event description:
A pr0cedure to remove a subcue port for chemotherapy was being performed. The pt was in the supine position. The pt sufferred 1st and 2nd degree burns to the anterior left shoulder. The posterior shoulder had 3rd and 4th degree burns. Treated with neosporin and light gauze. Plastic surgery was consulted and plastic surgery is likely. Alcohol near the surgery site may have contributed to the burns.